Event description:
On (B)(6) 2012, the patient contacted animas and stated that the ok keypad button was intermittently unresponsive. The patient stated that the ok keypad button required multiple button press in order to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. There were no reported bg excursions related to the reported event. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be damaged around the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The ok and down arrow keypad buttons were intermittently responsive during testing. The contrast and up arrow keypad buttons were responding to button presses as expected. The up arrow, down arrow and ok keypad buttons were found to have normal spring back. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.